Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. External event could not be verified to be related to the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There was no problem detected for the customer reported complaint. Additional observation, which was not reported by site, was that the instrument was found to have blade damage. Both blade edges were indented, which can prevent the blades from cutting. A cut test was performed and failed. The instrument blades were unable to cut cleanly through the 0.006¿ latex. The latex got snagged at the scissor tips. For clarification, even the slightest indentation on the instrument blades can cause the functionality of cutting to fail. The root cause of this failure was typically attributed to mishandling or misuse. A review of the device logs for the monopolar curved scissors (part# 470179-19/ lot/serial# (B)(6) ) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors was last used on (B)(6)2022 via system serial# (B)(4) . There were 6 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion (e.g. The instrument movement did not match the surgeon¿s command). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported that the monopolar curved scissors (mcs) had bad movement. The mcs was replaced. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the jaws motion of the mcs did not match the action intended by the surgeon. It was unknown if the instrument was inspected prior to use. It was unknown if the instrument collided with any other instrument or tool during the procedure. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.